Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0fklb. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 20-jan-2018, UDI#: (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had their implantable neurostimulator system removed because they had constant pain. The whole system was removed about a year after implant. There were no further complications reported or anticipated.